Event description:
The complainant reported that the 24-year-old male patient on impella 5.5 support, complained of right arm and hand pain. A doppler study was performed and it¿s negative for deep vein thrombosis (dvt). The ICU physician stated that the pain is probably from nerve damage from the cutdown site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
It was reported that the impella was explanted with surgical closure method.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.